Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (level not provided) and may have been caused by occlusion alarms. The customer was hospitalized. The customer could not recall details of the hospitalization and declined tandem technical support¿s offer to follow-up.